Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1005, which indicates than an open circuit condition was detected during shock delivery. It was noted the rv lead exhibited high out of range shock impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended evaluating the system, and replacing one or both components. This crt-d was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.